Event description:
The pt never had therapeutic effect. The pt had re-programmed and revision of the lead, but it was not effective so, she "gave up". The pt did not feel stimulation and felt as if the device failed and/or died. Additional info was requested.

Manufacturer narrative:
(B)(4)